Event description:
The patient/layperson had informed a customer care advocate, cca in 2008 that her one touch profile meter would not turn on. When unable to resolve the alleged issue, the cca replaced the products. Because the patient was on vacation when this senior medical affairs specialist called on june 18, 2008, the complaint is classified based upon information the patient's sister provided. Before the patient went to bed at an unrecalled time the night of the day before, she reportedly attempted to test. When the meter would not turn on, the patient took her insulin. Although the sister does not know how much or what type she took, she believes the patient felt fine at the time. According to information the cca had obtained, the patient's regime consists of humalin and novalin r insulin. Around midnight, the patient awoke, reportedly feeling dizzy and shaky. The patient awakened her sister who also is diabetic. The sister tested the patient on her personal meter, result 65 mg/dl. The sister then gave the patient candy to eat. No other medical intervention was received. That evening, the patient called lifescan. The complaint is classified as an adverse event because the patient and her sister indicated she was unable to test due to a meter power issue and injected insulin without obtaining an actionable result. The action allegedly led to a hypoglycemia with intervention by the sister.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.